Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I swallowed and polident denture cleanser tablet by accident, accidental device ingestion. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2022, the patient started polident 3 minute. On (B)(6) 2022, less than a day after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details : adverse event information was received by a consumer via call center representative (phone) on (B)(6) 2022. The consumer reported that "my name is. It, this morning I swallowed and polident denture cleanser tablet by accident, will anything happen to me? Yes, I will talk to my pharmacist". Follow up information was received on (B)(6) 2022. There was no significant new information provided.